Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Iit was reported that the procedure was performed to treat a de novo left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 90%stenosis. After pre-dilating the vessel with a 1.5x12 balloon, the 2.25x23mm xience prime stent was implanted. A 3.0x12 non-compliant (nc) balloon was used for post dilatation and a distal edge dissection was noted. Another 2.75x28 xience prime stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.